Event description:
Caller states patient tested 69 mg/dl on the inform system while using comfort curve test strips. Within 10 minutes a lab value returned as 37 mg/dl. Patient was incoherent as a result of an intentional drug overdose. No medical treatment was given, however patient's feet were elevated. Patient was subsequently airlifted to another hospital. Patient's current condition is not known. No actions taken based on device results. Requested return of suspect device and replacement was sent.